Manufacturer narrative:
Technical services provides support to the customer. Technical services stated that the customer has to wash his nostrils with water. Technical services provided the sds to the customer. According to the package insert in195000 v. 3.0: precautions 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported adding reagent solution on swab and then swabbing their daughters nostrils with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Per the consumer, they contacted the patient's doctor and they mentioned not to worry. Additionally, the consumer's daughter is in good health and doing well.